Event description:
Reporter indicated a pt's vns generator was unable to be interrogated and was not believed to be at end of service. A battery estimate revealed approx 11.07 years remaining. Add'l troubleshooting with a MFR rep was performed and the pt's vns generator was still unable to be interrogated with several different vns programming systems. The programming systems were functioning properly when used with a test vns generator. The pt's generator was previously programmed off on (B)(6) 2010. Attempts for add'l info are in progress.